Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and found that 9v battery was not replaced during the last preventative maintenance (pm) performed. To address the issue, the fse replaced the battery and the alarm board gave the system alarm. The fse also performed calibration, functionality and safety checks and the unit passed all tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down. No patient harm, serious injury or adverse event was reported.